Manufacturer narrative:
The user stated that reseating the power cord resolved the reported power failure. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4). The user stated that reseating the power cord resolved the reported power failure. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
Reported via china aer database: issue summary: it was reported that the anesthesia unit shutdown during patient use. There was no reported patient injury.